Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") and autoimmune disorder ("autoimmune reaction") in a (B)(6) female patient who had essure (batch no. 619696) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. Concomitant products included tramadol. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced weight increased ("weight gain"). In (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2011, 2 years 11 months after insertion of essure, the patient experienced urinary tract infection ("uti"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), back pain ("lower back pain"), hypersensitivity ("allergic reaction"), menstrual disorder ("menstrual bleeding"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and back pain was resolving, the autoimmune disorder, urinary tract infection, hypersensitivity, menstrual disorder, depression, anxiety, migraine, headache and weight increased outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, autoimmune disorder, back pain, depression, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date discrepancy in essure insertion date - (B)(6) 2010 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 13-jul-2018: pfs and medical record received: the event abnormal vaginal bleeding, menorrhagia, depression, mental anguish, migraines, headaches, weight gain, lower back pain added. Infection nos changed to urinary tract infection. Reporters, lot number, concurrent condition, concomitant medication added. Case became incident. Incident. At the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") and autoimmune disorder ("autoimmune reaction") in a 32-year-old female patient who had essure (batch no. 619696) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. Concomitant products included tramadol. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced weight increased ("weight gain"). In (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2011, 2 years 11 months after insertion of essure, the patient experienced urinary tract infection ("uti"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), back pain ("lower back pain"), hypersensitivity ("allergic reaction"), menstrual disorder ("menstrual bleeding"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and back pain was resolving, the autoimmune disorder, urinary tract infection, hypersensitivity, menstrual disorder, depression, anxiety, migraine, headache and weight increased outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, autoimmune disorder, back pain, depression, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date discrepancy in essure insertion date - (B)(6) 2010 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion . . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') and autoimmune disorder ('autoimmune reaction') in a 31-year-old female patient who had essure (batch no. 619696) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera. Concurrent conditions included obesity and discharge vaginal. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen), etonogestrel (implanon), gabapentin, hydrocodone, ketamine, metformin, nsaids, paracetamol (acetaminophen), sertraline, tramadol and zolpidem tartrate (ambien). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 year 6 months after insertion of essure. In (B)(6) 2010, the patient was found to have weight increased ("weight gain"). On (B)(6) 2011, the patient experienced depression ("depression/ psych injury") and anxiety ("mental anguish"). On (B)(6) 2011, the patient experienced urinary tract infection ("uti"). In (B)(6) 2011, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), back pain ("lower back pain"), hypersensitivity ("allergic reaction") and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy(bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, urinary tract infection, hypersensitivity, vaginal haemorrhage and menorrhagia had resolved and the autoimmune disorder, menstrual disorder, depression, anxiety, migraine, headache and weight increased outcome was unknown. The reporter considered anxiety, autoimmune disorder, back pain, depression, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date discrepancy in essure insertion date - (B)(6) 2010. Patient received treatment for events- vaginal bleeding, menorrhagia, pelvic pain female, uti. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome of the previously reported event- pelvic pain female, back pain, urinary tract infection and allergic reaction were updated, reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.